Manufacturer narrative:
Implant date (B)(6) 2008. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having trouble charging due to swelling and the ipg site being painful with a oozing discharge. The physician prescribed the patient IV antibiotics, flucloxacillin and took a culture which revealed a mixed flora. The physician performed aspiration of the fluid at the pocket site and sent the fluid for culture. The patient was released from the hospital and provided oral antibiotics.